Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during the load sequence. The customer¿s blood glucose (bg) level was 300 mg/dl. Reportedly, the customer felt the cartridge might not have snapped fully into place; however, there were no reported issues with the housing or cartridge port. The customer reloaded the same cartridge successfully and resumed insulin delivery.